Event description:
Screwdriver broke at the tip. The doctor was putting in a 10.0mm screw in the patient and was having to apply extra force to drive the screw in. Upon applying the needed force the driver tip broke. The tip of the driver was retrieved. A second driver from the set was used to final tighten the screw.